Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. It is not known how the patient manages her diabetes; however, the patient reportedly has been taking more food and/ or drink. About a week after the start of the alleged issue, the reporter claimed the patient developed symptoms of ¿high blood sugar.¿ specific symptoms were not provided. On the afternoon of (B)(6) 2014, the patient reportedly visited her physician¿s office and was administered insulin as treatment (type/ amount not specified). The patient obtained a result of ¿209 mg/dl¿ with physician¿s meter. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.